Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: at what firing was it noticed that the jaws were wobbling? -the information was not provided from the hospital. Were there any unusual noises heard? -the information was not provided from the hospital. Did any part of the jaws fall off of the device and into the patient? -the information was not provided from the hospital. If so how was the piece retrieved? -the information was not provided from the hospital. Was the device fired over any hard objects causing damage to the jaws of t he device? -the information was not provided from the hospital.

Event description:
It was reported that during an unknown procedure, the jaw was wobbling and the clip was not fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.